Manufacturer narrative:
(B)(4). The visual inspection of the returned femoral component exhibits signs of being implanted. Also the backside of femoral component shows very little sign of bone cement adheres to the component whereas tibia tray was covered with bone cements. Also, articular surface and tibial plate exhibit signs of being implanted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical product - persona natural tibia catalog# 42532007101 lot# 62655151, persona articular surface catalog# 42511400714 lot# 62187460. The following could not be completed with the limited information provided. Patient weight - ni, date implanted - ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported a patient underwent a revision procedure due to femoral loosening 2 years post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends